Manufacturer narrative:
H11: correction: the g4 aware date in supplemental report. Follow up 2 is incorrect. The correct aware date is (B)(6) 2019.

Manufacturer narrative:
Section h11: corrections made in the following section(s): (g4) initial awareness date in initial submission should have been 6-mar-2019. (G4) follow-up 1 date in should have been 30-arp-2019. (Section f) please disregard f6 and f8. These were entered in error.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of dislocation. According to the information provided, ¿the surgeon believed it was from muscle laxity developing over the 20 years the prosthesis had been implanted.¿ therefore, neither the DHR nor the sterilization records were reviewed. Dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision are listed in the device specific risks section of the total hip system IFU 700-096-018.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation. The surgeon believed it was from muscle laxity developing over the 20 years the prosthesis had been implanted. The surgeon opened the joint and removed head and liner. The surgeon replaced the liner with a depuy liner because it was their cup. The surgeon trialed our 11/13 taper heads and found that the 36mm +0 head gave the patient the most stability. Final head was implanted, and wound was closed with no complications. Patient left the operating room in stable condition.